Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had fever after implant and the patient was given antibiotics. Moreover, upon opening the pocket a large amount of fluid discharged and swelling in the pocket was detected. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.